Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during a follow-up. The battery longevity showed longer then expected to eri. The patient will continue to be monitored with a routine follow-up.